Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console has had "vent valve issue" during multiple procedures. The perfusionist stated he was able to clamp the purge line and force the cardioplegia solution into the delivery line as a work-around. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.

Manufacturer narrative:
The fluid level sensor was found to have broken solder joints. The sensor was replaced and the console functionally tested.